Event description:
The son of a (B)(6) female pt called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the cable connecting ECG "c" to the distribution node was intermittently failure and shorting the 5v power supply. The cause for the intermittent short could not be positively identified but was likely an intermittent short in the +5v wire. The root cause of the intermittent short could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.